Manufacturer narrative:
Per the tandem user guide: "do not expose your pump to: x-ray, computed tomography (CT) scan, positron emission tomography (pet) scan, other exposure to radiation." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to x-ray equipment. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.